Event description:
Device malfunction: none. Symptoms/ae: visual field defect. Time of ae: approx 24 days after the procedure. It was reported that approx 24 days post an uneventful left internal carotid artery stenting procedure, the pt experienced a small visual field defect in the left eye secondary to a small thrombus. The exact date of onset is unk, but is estimated to be 2007. The pt was seen by the physician on that date and started on plavix. Per the physician, "now the pt is doing fine". Although requested, there is no additional info available. Study event.

Manufacturer narrative:
The device remains in the pt. The lot number was provided. The device was not returned to abbott vascular for analysis; however, the reported pt events are known possible adverse events associated with the use of carotid stent devices. No product malfunction reported. A review of the finished device lot history record did not reveal non-conforming material reports which could have contributed to this complaint.